Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeon was not able to press the green button and was not able to squeeze the handle, hence the device did not fire. The surgeon changed the handle using the same reload and it worked properly. There was no patient injury.